Event description:
It was reported that during implant the physician could not get pacing when the lead was inserted into the device, causing the patient to sustain asystole. The physician did not have time to tighten the set screw because the patient started to seize. The device was not used and another device also had the same issues. The second device was successfully implanted by supporting the patient on the analyzer. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.